Manufacturer narrative:
Method: device evaluation not performed as no device was returned for evaluation. Results: because no device was received testing and inspection could not be performed to aid in root cause analysis. Conclusion: because the device is unavailable, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that; "on (B)(6) 2013, the patient underwent the surgery with the trio trauma. After that the patient bone healed. During remove surgery, the surgeon tried to loosen set screw of the offset connector. However, it wasn't possible to loosen set screw. Therefore the surgeon cuts the rod, and the implant were removed. There is the possibility that the hex of set screw was deformed at the first surgery.